Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, it is possible that inadvertent interaction with other devices resulted in the reported peeled polymer; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the popliteal artery. A ht command 18 guide wire crossed the lesion with no issue and the non-abbott microcatheter was advanced over without issue. The physician wanted to exchange the guide wire therefore, the command 18 guide wire was removed and the viperwire was advanced. When attempting to remove the microcatheter it was noted to be stuck with the viperwire and therefore, removed as one unit. Once outside the anatomy the tip of the microcatheter appeared to have black polymer coating and as well as some on the viperwire. However, the viperwire never came in contact with the command guide wire. The command guide wire was not examined to verify if the coating was peeled, but it is believed some of the coating peeled off and remained on the microcatheter. The procedure was continued successfully with a new command guide crossing the lesion, exchanged for a new viper wire that was used successfully without issue with a diamondback device. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.